Event description:
It was reported the device was used in a case and was giving solid tones initially when tested with a test tip. The case was completed with another device. There was no consequence to the patient.